Event description:
It was reported to boston scientific/target that during the procedure the tip of the transend ex .014" guidewire separated. Fortunately the separated tip remained inside the y-connector. The pt did not suffer any consequence as a result of this incident.